Manufacturer narrative:
Event conclusion cpi analysis found that the ipg had no output and no telemetry. Internal visual examination of the device did not observe any irregularities. The no output, no telemetry condition was isolated to the wgl-8945 battery which had depleted to below erp. The depleted battery was isolated to an operating current that was in excess of that which is allowed by the device specification. The cause of the excessive operating current could not be determined as the device began to operate normally during analysis.

Event description:
Event description cpi received information that a patinet with this implantable pulse generator (ipg) presented at the physician's office 'not feeling well'. Interrogation of the ipg found the elective replacement past (erp) indicator displayed and in the vvi-60 mode. The erp was cleared and normal device function was observed at pre-discharge. Cpi received additional information that this ipg was explanted on july 3, l997 due to the erp indicator and no generator output.